Manufacturer narrative:
Corrected fields - e3. A getinge field service engineer (fse) evaluated the unit and verified that unit doppler battery cover broken.replaced cover by on site biomed sean weckerly.service dispatch close by customer. Fse then performed external inspection all checked ok. Tighten user interfaced on transport unit. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.fse replaced battery 9v as precaution.

Manufacturer narrative:
Corrected fields - h6(remove 3331 from type of investigation).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) units holder on top for screen is broken. There was no patient involvement.